Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was capped and replaced to address the exhibited intermittent capture at max output. The patient tolerated procedure well and is currently doing great with no symptoms.